Event description:
Following a routine inner cannula replacement. The ventilator immedilately began alarming. Clinicians attempted to suction pt, but had difficulty passing suction catheter. The clinicians replaced the inner cannula with another of the same size, and the difficulty resolved. There was no pt harm. Users reported observing a "plastic bubble" inside the inner cannula after examining the inner cannula.